Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported phenomenon was confirmed. It was determined to be somewhat likely that the further reported conditions of forceps passage leaking and scrape marks were due to the same cause as the reported condition. However, a root cause for this event could be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, biopsy channel leaking was noted. In addition, forceps passage leaking and scrape marks were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that a needle is stuck in the channel while utilizing the evis exera ii ultrasound gastrovideoscope. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.